Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('bleeding: gen. Abnorm. Bleeding') in a 35-year-old female patient who had essure (batch no. A34128) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination, miscarriage, gravida ii (normal spontaneous vaginal deliveries at term and one c-section at term.), hypertension, asthma, live birth (4) and c-section. Concurrent conditions included d & c since (B)(6) 2013. Concomitant products included amlodipine besilate (norvas) since (B)(6) 2012, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2012 and labetalol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital hemorrhage (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain, pain: pelvic"), depression ("psych injury / depression"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines /headache"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal hemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital hemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is unknown whether patient received treatment for pain: pelvic/abdominal. Patient had received treatment for gen. Abnorm. Bleeding and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Discrepancy in essure insertion date: (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: essure seen b/l tubes. Lot number: a34128. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: gen. Abnorm. Bleeding') in a 35-year-old female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination, miscarriage, gravida ii (normal spontaneous vaginal deliveries at term and one c-section at term.), hypertension, asthma, live birth (4) and c-section. Concurrent conditions included d & c since (B)(6) 2013. Concomitant products included amlodipine besilate (norvas) since (B)(6) 2012, butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2012 and labetalol since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 1 year after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain, pain: pelvic"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), anxiety ("mental anguish") and migraine ("migraines /headache"). On an unknown date, the patient experienced abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is unknown whether patient received treatment for pain: pelvic/abdominal. Patient had received treatment for gen. Abnorm. Bleeding and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Discrepancy in essure insertion date: (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: essure seen b/l tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2020: pfs received:-new event migraine headache was added. Event onset date updated for pelvic pain. Menorrhagia, anxiety, abnormal bleeding (vagina) depression. Medical history added. Concomitant drug added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: gen. Abnorm. Bleeding') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination, miscarriage and gravida ii (normal spontaneous vaginal deliveries at term and one c-section at term.). Concurrent conditions included d & c since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain, pain: pelvic"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is unknown whether patient received treatment for pain: pelvic/abdominal. Patient had received treatment for gen. Abnorm. Bleeding and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Discrepancy in essure insertion date: (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: essure seen b/l tubes. Lot number: a34128, manufacturing date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding: gen. Abnorm. Bleeding') in an adult female patient who had essure (batch no. A34128) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy termination, miscarriage and vaginal delivery (normal spontaneous vaginal deliveries at term and one c-section at term.). Concurrent conditions included d & c since (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("physical pain, pain: pelvic"), depression ("psych injury / depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and abdominal pain ("pain: abdominal"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (d and c). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, abdominal pain, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: it is unknown whether patient received treatment for pain: pelvic/abdominal. Patient had received treatment for gen. Abnorm. Bleeding and not for psych injury. Essure removal surgery was not planned as the patient was unable to afford surgery. Discrepancy in essure insertion date: (B)(6) 2012 and (B)(6) 2013. Discrepancy noted in essure confirmation test(s) conducted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan - on (B)(6) 2013: essure seen b/l tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: pfs and mr received: lot no. Added. Case became incident due to d and c. Events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish were added. Lab data added. Event onset date were added. Reporters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.